Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by patient's counsel as a result of a legal claim that allegedly on (B)(6) 2010 he underwent a left total hip arthroplasty with an accolade tmzf hip stem and an lfit v40 femoral head. It is further alleged that he presented to the hospital on (B)(6) 2019 with significant pain and an x-ray showed a disassociation between the head and post of the femoral stem. The patient was revised on (B)(6) 2019 due to alleged trunnion failure and acetabular liner fracture. April 19, 2021: as per the stryker legal department, due to ongoing litigation, it is unknown at this time if the reported acetabular liner fracture was a stryker device.

Event description:
It is reported by patient's counsel as a result of a legal claim that allegedly on (B)(6) 2010 he underwent a left total hip arthroplasty with an accolade tmzf hip stem and an lfit v40 femoral head. It is further alleged that he presented to the hospital on (B)(6) 2019 with significant pain and an x-ray showed a disassociation between the head and post of the femoral stem. The patient was revised on (B)(6) 2019 due to alleged trunnion failure and acetabular liner fracture. April 19, 2021: as per the stryker legal department, due to ongoing litigation, it is unknown at this time if the reported acetabular liner fracture was a stryker device. Update: head disassociation.

Manufacturer narrative:
Reported event: an event regarding disassociation, metallosis and wear involving an accolade stem was reported. The event of disassociation was confirmed. The events of metallosis and wear were not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event date: (B)(6) 2019 (opened (B)(6) 2021). Event description: it is reported by patient's counsel as a result of a legal claim that allegedly on (B)(6) 2010 he underwent a left total hip arthroplasty with an accolade tmzf hip stem and an lfit v40 femoral head. It is further alleged that he presented to the hospital on (B)(6) 2019 with significant pain and an x-ray showed a disassociation between the head and post of the femoral stem. The patient was revised on (B)(6) 2019 due to alleged trunnion failure and acetabular liner fracture. April 19, 2021: as per the stryker legal department, due to ongoing litigation, it is unknown at this time if the reported acetabular liner fracture was a stryker device. Update: head disassociation. Implant involved: 32mm +4 v40 taper vit head, accolade 1320 size 4.5 stem. Materials reviewed: on (B)(6) 2019: stryker report. On (B)(6) 2010: implant sheet. Trident hemispheric acetabular shell 54-e, torx 6.5mm screws 30mm, 25mm, trident x3 100 polyethylene 32mm-e, accolade tmzf hip stem #4.5, 32mm +4mm v40 femoral head, 2x 5.5 mm bio-corkscrew ft suture anchor with fiberwire. On (B)(6) 2019: operative note. Failed tha with femoral trunnion failure and acetabular liner fracture. Implants: stryker e 36mm ID liner, reclaim 19mmx140 femoral stem with 95mm proximal body and +8.5x36mm 12/14 taper (head). Prior tha, had ho removed 1 yr prior. Increasing pain and x-ray with failure of the femoral trunnion. Stem well fixed so osteotomy uni-cortical performed. Cup liner was fractured. Extensive necrosis requiring debridement. Head was disassociated from the stem. Extensive metallosis seen in hip, trunnion extensively worn, acetabular liner was fractured and removed. Episiotomy used in femur to remove stem, then cabled and reamed for new stem. New liner and new +8.5x36mm head. On (B)(6) 2019: laboratory studies. Non-contributory. Confirmation: a revision procedure was performed. At the time of surgery, disassociation of the head from the stem, metallosis, extensive wear of the trunnion, and polyethylene liner fracture were noted. An x-ray noted to show disassociation of the head from the stem was not provided for review. The implant sheets indicated that the cup and liner placed in 2010 were stryker products. Root cause: the root cause of the revision was head-trunnion disassociation. The root cause of the polyethylene fracture cannot be determined without additional records and perhaps examination of the explant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion: a review of the provided medical records by a clinician indicated: a revision procedure was performed. At the time of surgery, disassociation of the head from the stem, metallosis, extensive wear of the trunnion, and polyethylene liner fracture were noted. An x-ray noted to show disassociation of the head from the stem was not provided for review. The implant sheets indicated that the cup and liner placed in 2010 were stryker products. Root cause: the root cause of the revision was head-trunnion disassociation. The root cause of the polyethylene fracture cannot be determined without additional records and perhaps examination of the explant. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.